Manufacturer narrative:
(B)(4). Additional information received indicates that this device was discarded and therefore will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was admitted to the hospital. Noise episodes were found in the daily measurements. Low out-of-range shock impedance measurements were found in multiple vector configurations. Tachy mode was turned off. Echocardiographic evaluation of the heart revealed that there was vegetation on both coils on the right ventricular (rv) lead. This device was explanted as part of a system revision. No additional adverse patient effects were reported. Attempts to obtain additional information were unsuccessful.